Event description:
It was reported that the smartsite needle-free connector were blocked/occluded during the flush. The following information was provided by the initial reporter: "we are currently using the bd smart site connectors for intravenous cannulation in the medical imaging department. We have ongoing issues with the connector not flushing when connected to a bd posifush sp syringe (0.9% sodium chloride)."

Manufacturer narrative:
H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer indicates that the smartsite could not be flushed. No further information was available to assist the investigation in this instance. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. CAPA#1998036 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smartsite needle-free connector were blocked/occluded during the flush. The following information was provided by the initial reporter: "we are currently using the bd smart site connectors for intravenous cannulation in the medical imaging department. We have ongoing issues with the connector not flushing when connected to a bd posifush sp syringe (0.9% sodium chloride)."